Event description:
Patient reported that the lancet carrier is not fully retracting inside of the device, resulting in the lancet protruding from the end-cap. Patient did not experience an accidental puncture as a result. Technicial support requested the return of the suspect product and replacement product was shipped.